Manufacturer narrative:
Other, other text: one device was returned for evaluation. Visual inspection revealed a missing battery door, the downstream occlusion (dso) seal lifting, and a worn upstream occlusion (uso) seal. Review of the event history logs revealed a high alarm for cassette not attached properly. Functional testing could not replicate the reported issue; however, the issue was confirmed by the error message in the event history logs. The root cause of the reported issue was determined to be an intermittent dso sensor. The dso sensor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: unknown; no information has been provided to date.

Event description:
It was reported that the cassette sensor was not working properly. It is unknown if there was patient involvement, no adverse patient effects were reported.